Event description:
The facility's biomedical engineer reported a non-delivery with an infusion pump during patient use. The engineer reported there was no patient injury. The medication was fentanyl, set up at a prescription rate of 12cc/hr, in a 200ml bag. After 12 hours the bag was found to be full. Although attempts were made by baxter to obtain additional information from reporting facility, details were not available regarding patient status, medical intervention, or age of patient. No additional contact information was provided.